Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab due to unavailable sample. A root cause was not determined. A batch review was not performed since lot number was not available. No user error was suspected therefore no label review was performed. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with setting up the homechoice (hc) for therapy. The caregiver stated solution kept spilling out of the patient line during priming. Gts verified the lines were in the organizer and determined that the patient line and drain lines were switched. The caregiver stated she might have been the one to swap the lines. The patient line was currently laying in the tub. Gts advised the caregiver to start over with new supplies. No injury or medical intervention was reported.